Manufacturer narrative:
Additional information: please reference related manufacturer report no: 2015691-2015-00339.

Event description:
During the transfemoral tavr procedure, the patient developed lbbb following balloon aortic valvuloplasty (bav) with a non-edwards bav device. Following bav, a 29mm sapien xt valve was prepared with 1.5cc less volume (total volume 31.5cc) and deployed 50:50 aortic/ventricular (a/v). Post valve deployment, the patient developed complete heart block, requiring a permanent pacemaker. It was also noted that one of the native leaflets was torn during the procedure. Most of the torn leaflet was pinned by the xt valve; it did not embolize or cause any obstruction. Using echocardiogram and angiogram, the remaining portion of the torn leaflet could be observed hovering over the valve. The xt valve was noted to be functioning normally and the procedure was completed. Following the removal of the expandable sheath (esheath), a femoral artery dissection was noted and repaired by bypass. At the completion of the procedure, the patient was transferred in stable condition. It was perceived that oversizing of the valve by approximately 28% and pre-existing conduction arrhythmias contributed to the complete heart block. The coaxial alignment of the delivery system (ds) and valve was also noted to be fair. The patient¿s native annulus area measured 516mm2 by CT. Severe annular calcification, severe native leaflet calcification and mild aortic root calcification were reported. The sinotubular junction stj) measured 27mm x 25mm with bulky calcification noted. The lvot was noted to be 490mm2.

Manufacturer narrative:
(B)(4). Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, in addition to procedural factors (oversizing of the valve, fair coaxial alignment of the delivery system and valve), patient factors (severe annular calcification, severe native leaflet calcification, pre-existing conduction arrhythmias) likely contributed to the complete heart block. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case.